Manufacturer narrative:
The reported event could be confirmed, based on the available x-ray and medical expert opinion. The device inspection was not possible as the product was not returned for investigation. A review of the x-rays by the medical expert stated; ¿the x-rays confirm a periprosthetic fracture of the humerus around an ascend flex humeral stem component. The earlier x-rays before the event show an intact device that is well positioned and well-fixed with no signs of pre-existing bone damage. The reason behind the alleged failure most probably due to a traumatic fall.¿ a review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number was not communicated. Based on the available x-ray and formal medical opinion the probable root cause can be determined to be patient related issue. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
A revision surgery was performed on (B)(6) 2023 by the surgeon, using the blueprint planning feature (case ID: (B)(4)). As reported by the rep, "as far as I remember it was a periprosthetic fracture of a tornier flex with perform reversed."

Event description:
A revision surgery was performed on (B)(6) 2023 by the surgeon, using the blueprint planning feature (case ID: (B)(4)). As reported by the rep, "as far as I remember it was a periprosthetic fracture of a tornier flex with perform reversed."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.